Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 418mg/dl. The customer alleged the pump was not delivery insulin properly; however this could not be confirmed as tandem technical support was not able to make contact with the customer. Additionally, it was reported that the continuous glucose monitor(cgm) alert did not enunciate as expected. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.